Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam and caused the patient to have visual disturbance, dizziness, itching, cough, headache, high kidney values, high liver values, nausea, sinus pain and sneezing. The patient was reportedly treated by a pulmonologist in response to the event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.